Event description:
The customer reported a communications failure message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the singleboard computer and the gib board. System operates as intended. (B) (4).